Event description:
It was observed that during the device evaluation, the camera head exhibited an air leak and a scratch (hole) in the camera cable. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable was damaged (has a hole in it), so could not maintain airtightness, and air leaks were occurring in the camera cable. It was not possible to determine the cause of the occurrence based on the information obtained from this complaint and the investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.